Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 ¿ 510k: this report is for an unknown screws: viper 2/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: this report is being filed after the review of the following journal article: schuetze k, et al. (2023), spine surgery in a state of the art hybrid operating room: an experience of 1745 implanted pedicle screws in the thoracolumbar spine, journal of robotic surgery https://doi.org/10.1007/s11701-023-01533-x (germany). The aim of this study was to prove that an hybrid operating room can improve the accuracy of minimal invasive pedicle screw placement in fractures of the thoracolumbar spine. Between june 2015 and december 2020, 326 patients with fractures of the spine who were treated in newly build hybrid operating room were included in the study. Out of these 326 patients, 189 were male and 137 were woman. The mean age was 59.3 ± 20.1 years. During the minimal invasive pedicle screw placement in the upper thoracic spine, the unknown depuy spine viper2 screw-rod-system was implanted to all patients. A total of 1745 pedicle screws were implanted. Complications were reported as follows: 16 screws had grade iii pedicle perforation or perforation of more than 4 mm. A copy of the literature article is being submitted with this regulatory report. This report involves one unk - screws: viper 2. This is report 1 of 1 for (B)(4).